Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was not returned to zoll for evaluation but was evaluated at the customer site. During functional testing the thermogard console did not display any error messages during power-up or functional testing. Event data log could be downloaded due to communication issues because of older software version. Therefore, the software was upgraded. However, the data on the event log was deleted during the software upgrade and therefore, a review of the data log could not be performed. After software upgrade, a complete preventative maintenance was performed. The console ran for over 1.5 hours without any failures. The console passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar incident reported for thermogard with s/n (B)(4). Evaluated at customer site.

Manufacturer narrative:
The zoll console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm system (s/n: (B)(4)) displayed a (B)(4) (coolant temp high) error message. During a follow-up, the reporter was unable to provide details of when the error message occurred; however, did indicate that another unit was used to provide the patient temperature management therapy. No known patient consequence reported.